Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked while riding a bike. Upon device interrogation, it was found that the device had reached the end of life (eol), and that the programmer parameters were not as expected, as an inexplicable reduction in the ventricular fibrillation (vf) zone from 222 to 165 beats per minute was observed. Boston scientific technical services (ts) indicated that since the device reached eol, further review of the episodes with therapy cannot be performed as the information is limited, and that the device should be replaced. The involved physician believed that the shocks were inappropriately delivered, and the device replacement procedure was performed. No additional adverse patient effects were reported. Product return availability information has been requested to the field. Additional information from the field indicates that the facility made the decision to not return the device for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked while riding a bike. Upon device interrogation, it was found that the device had reached the end of life (eol), and that the programmer parameters were not as expected, as an inexplicable reduction in the ventricular fibrillation (vf) zone from 222 to 165 beats per minute was observed. Boston scientific technical services (ts) indicated that since the device reached eol, further review of the episodes with therapy cannot be performed as the information is limited, and that the device should be replaced. The involved physician believed that the shocks were inappropriately delivered, and the device replacement procedure was performed. No additional adverse patient effects were reported. Product return availability information has been requested to the field.